Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had a connection issue. This was discovered during use. The following information was provided by the initial reporter: I am writing to you in relation to an incident report mhra received relating to the connection of a enfit syringe to the bd venflon pro safety IV cannula. The incident resulted in a patient being injected with an oral drug via connection of an enfit syringe into the side port of the IV cannula.

Manufacturer narrative:
The following fields have been updated with corrections: d.3. Medical device manufacturer: tuas.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had a connection issue. This was discovered during use. The following information was provided by the initial reporter: I am writing to you in relation to an incident report mhra received relating to the connection of a enfit syringe to the bd venflon pro safety IV cannula. The incident resulted in a patient being injected with an oral drug via connection of an enfit syringe into the side port of the IV cannula.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had a connection issue. This was discovered during use. The following information was provided by the initial reporter: I am writing to you in relation to an incident report mhra received relating to the connection of a enfit syringe to the bd venflon pro safety IV cannula. The incident resulted in a patient being injected with an oral drug via connection of an enfit syringe into the side port of the IV cannula.

Manufacturer narrative:
Investigation: one photo was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that there is a venflon pro safety product with protection cap opened and a syringe (5ml enteral syringe, non bd product) attached to the injection port of the venflon; therefore the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on our quality team's investigation it can be observed that the enteral syringe luer tread is on the outer surface of the syringe connector and is meant to connect with a larger outer diameter male luer lock adaptor. The venflon injection port on the other hand has a luer with a tapered fitting. The enteral syringe enfit adaptor and the venflon luer taper fitting were made to be incompatible; however, in the case of this complaint, the user could have forced the enteral syringe enfit adaptor inner diameter to the outer diameter of the vps injection port. Therefore, the root cause of this complaint was due to incorrect product application. The root cause is not related to manufacturing.